Event description:
It was reported that there was a travel coarse error. The event occurred during testing and there was not patient involvement.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Complaint confirmed by checking the alarm history. The pump is repaired by replacing the left and right clutch, the main cause of customer¿s complaint was the worn-out clutch parts. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.